Manufacturer narrative:
The sureform 45 stapler instrument was returned for investigation; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the instrument is evaluated and/ or if additional information is received. A review of the logs for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: instrument logs showed part number# 480445-04, lot number# t15230109-0083, was used first, and it was installed on the system five times and fired 2 white reloads. On installs 1 and 2, the first clamp attempt was successful, and the firings were each completed with no pauses for compression. On install 3, the user made qty 9 clamp attempts, however each one was aborted prior to completion. Completion percentages ranged from ~66% to ~81% across the install. Each clamp event was followed by an unclamping event in the logs. No firing attempt was shown. On installs 4 and 5, the user was prompted to manually select the reload color on the surgeon side console (ssc) touchpad. The user made 3 incomplete clamp attempts, stopping at ~65%, ~71%, and ~70% completion. The fourth clamp was successful; however, no firing was attempted, and the stapler instrument was unclamped after each clamp attempt. There was one additional aborted clamp following the completed clamp, which stopped at ~93% completion. The instrument was re-installed. On install 5, the user made 3 incomplete clamp attempts, stopping at ~68%, ~72%, and ~70% completion. The fourth clamp attempt was successful; however, logs show it was immediately unclamped. The instrument was then removed and not used in the procedure again. There were no stapler instrument related errors in the logs for this procedure. Next, logs showed part number# 480445-04, lot number# t15230109-0058, was used next, and it was installed on the system and fired 1 white reload. On the first install, both clamp attempts were aborted by the user at ~83% and ~73% completion. No firing was attempted on this install. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The stapler instrument was then removed and not used in the procedure again. There were no stapler instrument related errors in the instrument logs for this procedure.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the system was having issues with the sureform 45 stapler instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The customer was using universal surgical manipulator (usm) 4 for stapling, it worked twice and then the instrument was clamped third time, went to fire and the stapler instrument was unclamped instead of firing. The customer removed the reload and installed another, still the issue persisted with no messages on the screen. The surgeon then got a second stapler instrument, and it also would clamp with no issues then when he went to fire it would unclamp with no message. The customer put different types of instruments like monopolar curved scissors instrument on usms 3 and 4 and had no issues with any other instruments. The tse suggested to power cycle the system to see if that helped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the sureform 45 stapler instrument worked twice and the next one when clamping it was unclamping. No staples were fired on the succeeding ones. The surgeon did not fire over an existing staple line. The surgeon did not experience clamping issue prior to firing. There was no bleeding observed due to the stapling issue. The team grabbed another stapler instrument and reload's to resolve the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The sureform 45 stapler instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Review of logs were unable to verify any unclamping or firing failures. Fa noticed that the instrument continuously being aborted during clamping and unclamping. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.